Event description:
Caller reported neonate blood glucose results of 49 mg/dl and 64 mg/dl on the inform system within 10 minutes. Reported no adverse event relative to this discrepancy. A request was made for the return of the system, replacement was sent.